Manufacturer narrative:
H6: code d12: IFU statements: the contralateral leg device IFU was reviewed with respect to the complaint detail for the applicable region and time period. The following statements were identified in relation to the complaint. Defects and adverse events: possible defects and adverse events include: endoleak, aneurysmal enlargement h6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. In (B)(6) 2024, a distal type I endoleak at right side and aneurysm enlargement(approximately 3.5mm) were observed on the follow up imaging. On (B)(6) 2025, a reintervention was performed, an additional stent graft was placed. The endoleak was resolved. The patient tolerated the procedure. The landing length in the right common iliac artery was more than 20mm at the initial procedure, however, due to the aneurysm enlargement, the landing length became approximately 10mm - 15mm, that might have caused the endoleak.